Event description:
It was reported that after a software update to the programmer, an error displayed when the sales representative was attempting to interrogate a device. Technical services provided assistance in resolving the issue. No patient complications were reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)